Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, intermittent audio output was reported. The patient reported they did not hear the low alert and experienced a hypoglycemic event while in the hospital for a non-diabetes related stroke. Patient stood up in the hospital room to go to the restroom while the nurses where there and she almost passed out. Her continuous glucose monitor (cgm) and her blood glucose (bg) reading were both reading 40 mg/dl at the time of the event. Patient self-administered 1 tube of glucogel and had a few sips of orange juice provided by the nurses. Patient was discharged from the hospital on (B)(6) 2019 with a normal glucose level. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output occurred. An external visual inspection was performed and passed. The receiver was charged and booted up successfully. Function testing as performed and passed. An audio and vibration test was performed and passed. A try it test was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. A speaker audio and vibration test were performed and passed. The speaker was measured, and the resistance were within specification. The allegation could not be confirmed the probable cause could not be determined.